Manufacturer narrative:
As reported, the used device is not expected for evaluation as the unit was disposed of at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported problem "clip fell off" was not able to be determined. However, past investigations of similar complaints have shown that this type of failure can occur when firing a clip over an already placed clip and/or using the device to manipulate tissue. This lot was manufactured 27-jan-2014. A review of the device history record for this lot found no ncr's and no note of discrepancies during the manufacturing process that could have caused or contributed to this reported problem. Of the lot containing (B)(4) units, there was no other similar complaint received for this item and lot number combination. A 2-year review of product history for this device family showed a total of eight (8) complaints for clips falling out of device. During the same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4) percent. This failure mode is addressed in the risk document with an acceptable risk level. There have been no serious injuries related to this product and failure mode. The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. To ensure proper function of the endoscopic clip applier and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: do not use the endoscopic clip applier on vessels upon which metal ligating clips would not normally be used. Before endoscopic instruments and accessories from different manufacturers are utilized together in a procedure, verify compatibility prior to the start of the procedure. Always check to see that a clip is in the jaws before squeezing trigger. Closing of empty jaws on tissue may cause tissue damage. Always ensure trigger is squeezed completely and allowed to open to full initial position. Ensure the tissue or vessel fits completely within the confines of the clip or hemostasis may be compromised. When firing the instrument, squeeze trigger firmly as far as it will go. Failure to completely squeeze the trigger could possibly compromise hemostasis. When dividing the tissue next to the clip, the length of remaining cuff must be equal to or greater than the diameter of the vessel. Dividing the tissue immediately next to the clip, or otherwise leaving a short inadequate cuff, may result in the clip slipping off the tissue, compromising hemostasis. Inspect the ligation site to ensure proper application and that hemostasis has been achieved. Device not returned

Event description:
The customer reported that during use of the reflex clip applier the clips fell inside the patient during the surgical operation. Despite the attempt to obtain additional patient/event information, to date, there has been no additional information received regarding the patient's demographic information or the reported incident.